Event description:
Arthrofibrosis was reported for patient with a total knee implant. Surgery is scheduled to resolve the fibrosis and exchange the poly inserts.

Manufacturer narrative:
Arthrofibrosis was reported for patient with a total knee implant. Surgery is scheduled to resolve the fibrosis and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.